Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. One of the struts on the fourth row from the proximal end was twisted. The remainder of the stent was undamaged, showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged section of the stent was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the inner and outer polymer extrusion found a kink within the midshaft at approximately 9cm proximal to the port bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-jan-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After pre-dilatation was performed using a 2.50 x 20 maverick balloon catheter, a 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.